Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI tech regarding a patient with a neurostimulator for spinal pain and a brain MRI. There was no problem suspected with the device or therapy. However, the implantable neurostimulator (ins) was discharged. The patient turned the stimulation off for an unrelated back surgery 4 weeks ago, and the patient programmer showed the ins was discharged on the day of the report. MRI compatibility guidelines were requested, and it was reviewed that MRI eligibility cannot be determined until the ins is charged up. Additional information from the MRI tech stated the patient rescheduled the MRI and then later cancelled. The discharge issue was not resolved. There were no patient symptoms reported. Additional information received from the manufacturer representative reported that the patient had the device replaced. The patient hadn't used it for 30 days and when asked further questions it was determined that the patient didn't know exactly why it was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.